Event description:
The customer reported the system was "hard down." This term indicates a complete loss of system functionality, which may result in the system unable to boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power controller board. The system operates as intended.